Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, during a follow-up examination, a CT scan showed suspected a proximal type I endoleak, a distal type I endoleak and a type ii endoleak and an aneurysm enlargement. Therefore, an additional procedure was indicated. On (B)(6) 2023, a reintervention was performed. Based on angiography during the procedure, a proximal type I endoleak was denied. A type ii endoleak was not identified. Therefore, only a distal type I endoleak was identified and treated. The right internal iliac artery was coil-embolized and two additional contralateral leg components were implanted. The endoleak was resolved. The patient tolerated the reintervention. According to the physician, a disease progression probably contributed the distal type I endoleak. The size of the aneurysm enlargement is unknown as it was unable to obtain the previous data. The endoleak possibly caused the aneurysm enlargement but it could not be identified.

Manufacturer narrative:
Code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the physician, a disease progression probably contributed the distal type I endoleak. The size of enlargement is unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.